Event description:
It was reported that the customer had a no delivery alarm during basal delivery. The customer's blood glucose level was 550 mg/dl. Customer is unsure if the cannula is bent. Troubleshooting was performed and an occlusion was found. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.